Event description:
Pt. Received intervention to rt. Aorto-bitemoral graft occlusion with rt some success. Total run time = 270cc with dvx. Pt sent to surgery for new bypass and arrested mid way through procedure. Physicians believe the hemolysis may have caused this event. Would like to know if body mass should dictate run times. He had would like another expert physician to call and discuss this situation.

Manufacturer narrative:
Preliminary investigation conclusion: event consists of cardiac arrest and death during a surgical revision of r aorto-bifemoral graft occlusion following unsuccessful rheolytic. Thrombectomy (total angiojet run time 276 cc). Patient was male, age unknown, 5"1" and 140 lbs. He had normal creatinine, hematocrit and hemoglobin = 45, and well hydrated prior to the procedure. The physician thinks hemolysis may have caused this event and would like to know if body mass should dictate run times. Manufacturer is attempting to contact physician. Hemolysis is a known complication of angiojet thrombectomy. The amount of hemolysis from 276 cc run (4 minutes 36 seconds run time) in an occluded graft would not be expected to result in significant hemolysis. When operated in an occluded field, hemolysis is limited by less volume of blood/thrombus contacted and most of the hemolyzed material is removed from the body and never enters systemic circulation. When operated in a flowing field, more hemolysis can occur and more hemolyzed material can escape to systemic circulation. The proportion of patient blood exposed to hemolysis should be unaffected by body mass but is a function of run time, vessel volume, and amount of flow in the vessel. The event did not occur during angiojet operation, but later during surgery. Based on the relatively short run time in an occluded field and the timing of the event, the manufacturer believes it is unlikely that angiojet caused or contributed to the event.